Event description:
According to the reporter: during specimen insertion the pouch broke. Nothing fell into the pt cavity. Another bag was used to complete the procedure. No pt issues were noted.

Manufacturer narrative:
(B) (4). (B) (4).